Manufacturer narrative:
(B)(4). Batch # n90u6h. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: did the device not fire clips? Yes. Did the device jaws not close correctly? Yes. Did the device not fire clips? Yes. Did the device fire malformed clips? Yes. Did the device fire scissored clips? Yes.

Event description:
It was reported that during a left breast mastectomy procedure, the clips were misfiring and not closing during deployment. Another clip applier of the same product code was used to complete the procedure with no consequence to the patient. The device was discarded.